Event description:
Philips received a complaint from a service engineer on behalf of the customer regarding a v60 ventilator. During preventative maintenance, it was observed that the touchscreen was unresponsive. Attempts to calibrate the screen were unsuccessful. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.

Manufacturer narrative:
The field service engineer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.